Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loosened. The deployment paddles are approximately 155mm apart the device was received with approx. 2mm of the distal end of the stent exposed, 10mm of the inner shaft exposed and 2mm of stent protruding through the outer sheath. Due to the condition of the returned device, no further testing could be completed. The outer sheath was skived back and the stent exposed, the stent was confirmed as 150mm. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 25mm and 27mm from the distal end of the stainless steel hypotube indicating that the safety locking pin was properly tightened during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A protege ef was intended to be implanted for the treatment of a plaque lesion with 70% stenosis in the superficial femoral artery. There was moderate calcification. A non mdt sheath and guidewire were used. The device was prepped as per the IFU with no issues noted. The lock pin was removed after positioning. It was reported the stent could not deploy. Another device was used to complete the case. No patient injury. When the device was returned it was noted that the stent was slightly deployed.